Event description:
The customer reported the ventilator screen was blank while in use on a patient, and reported while connected to wall ac power, it was not charging and was operating on backup battery. The customer reported there was no patient harm. During evaluation by the hospital biomedical department, the ventilator was reported to restart when going into diagnostic mode. The manufacturers service technician noted a 24/+-12v/power fail occurrence during review of the device diagnostic log. The service technician replaced the power supply to address the reported problem. Applicable final testing was completed and tests passed per operating specifications.